Event description:
The customer reported receiving false positive hcg results while using henry schein hcg dipstick urine tests. The patient was tested prior to undergoing an unspecified planned surgical procedure and a positive hcg result was obtained. The surgery was cancelled and the patient was sent to their obgyn for follow up. No adverse events were reported. Additionally, after receiving the positive hcg result for the patient; staff members then tested themselves and reported all the tests were yielding false positive results. Although requested, no further information was provided. See MDR 2027969-2024-00066 regarding the related MDR for the patient.

Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported receiving false positive hcg results while using henry schein hcg dipstick urine tests. The patient was tested prior to undergoing an unspecified planned surgical procedure and a positive hcg result was obtained. The surgery was cancelled and the patient was sent to their obgyn for follow up. No adverse events were reported. Additionally, after receiving the positive hcg result for the patient; staff members then tested themselves and reported all the tests were yielding false positive results. Although requested, no further information was provided. See MDR 2027969-2024-00066 regarding the related MDR for the patient.

Manufacturer narrative:
D4 - lot #: updated from ni to "0000698062". D4 - primary UDI number: updated from blank to "(B)(4). H4 - device mfg date: updated from blank to 3/13/2023. H6 - adverse event problem: investigation codes updated due to additional testing with valid lot number. H11 - additional mfg narrative: updated inv from no lot number to testing with a valid lot number. Investigation conclusion: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 and 4 minutes and all devices yielded valid negative results with strong control lines. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review and retain device testing could not be performed as a lot number was not provided. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Manufacturer narrative:
D4 - lot #: was previously reported as 0000696062 has been updated to ni as the lot number was invalid. Investigation conclusion: the case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review and retain device testing could not be performed as a lot number was not provided. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: - very low levels of hcg (less than 50 miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine should not be used to diagnose pregnancy unless these conditions have been ruled out. - this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The customer reported receiving false positive hcg results while using henry schein hcg dipstick urine tests. The patient was tested prior to undergoing an unspecified planned surgical procedure and a positive hcg result was obtained. The surgery was cancelled and the patient was sent to their obgyn for follow up. No adverse events were reported. Additionally, after receiving the positive hcg result for the patient; staff members then tested themselves and reported all the tests were yielding false positive results. Although requested, no further information was provided. See MDR 2027969-2024-00066 regarding the related MDR for the patient.